Event description:
Patient was brought to acu for pre-op procedures. When it was time insert an IV, the connected pigtail fell off. Normally it is permanently affixed. It should never detach. It fell off when the nurse inserted the line into a patient. The patient bled all over their arm and the bed. The patient had to have a new line inserted (two sticks on a very apprehensive patient). No harm done but patient was very dissatisfied. The previous day, the rn pulled out the IV from the package to insert into the patient, and the pigtail portion fell off before she attempted IV insertion.